Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range pacing impedance measurements on a competitor¿s right atrial (ra) and right ventricular (rv) leads. Boston scientific technical services (ts) also noted that there was evidence of oversensed 20hz noise which resulted in pacing inhibition and asystole up to 4.7 seconds. Ts suspects a lead integrity issue. Surgical intervention was performed and both the ra and rv leads were explanted and replaced without incident. No additional adverse patient effects were reported. This device remains in service.